Manufacturer narrative:
Result: foot board.

Event description:
It was reported by service report that the side of the footboard was broken off and there were sharp edges present. It is unk if there was pt involvement or if there were adverse consequences to report.